Manufacturer narrative:
This report is filed on february 24, 2020. (B)(4).

Event description:
The device was explanted as the recipient reportedly experienced decrease in performance and implant extrusion. Analysis found tears in the silicone carrier of the stimulator body close to the electrode helix exit. The results of tests performed with the device in saline solution showed that the tears in the silicone carrier caused a breach in the electrical insulation of the electrode wire assembly.

Manufacturer narrative:
This report is submitted on november 14, 2019.

Event description:
Per the surgeon, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2019. The patient was not reimplanted with another device.